Event description:
It was reported that prior to use, the device overheats. There was no patient involvement associated with the event. Additional information received, the handpiece presented initial difficulties in replacing the burs without showing particular overh eating. After the tool was mounted/locked, it began to have precession movements on its axis so I immediately stopped using it. The inspection allowed me to appreciate the defect that lately (after 10 years of almost daily use) all handpieces are showing me, that is the dislocation of the bearing ring that holds the shaft of the bur in the vicinity of the exit from the handpiece. The surgical procedure was completed with a drill from another company. Additional info received the user specified that it was not overheating that much. Therefore: the issue specified by the physician is the vibration more than the overheating. Overheating occurred less than one minute.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.